Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and changed out the pump supplies.